Event description:
It was reported that the user experienced hyperglycemia with a highest reported blood glucose of 380 mg/dl for more than two hours after treating a prior low with cereal and not announcing a meal; troubleshooting identified a bent infusion set cannula upon supply change and education on site management was provided. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention, with glucose trending down to 240 mg/dl after the infusion set change. Investigation included technical support review, product-use assessment, and user education. Investigation of this case revealed a bent cannula and possible infusion site occlusion that could have impaired insulin delivery. It was concluded that the event was consistent with hyperglycemia due to unclear cause with a likely contribution from a bent cannula and that the device performed as designed once the infusion set was replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.